Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe generator to resolve the reported issue. The system was tested and verified as ready for use. The erbe involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with errors. Customer was unable to troubleshoot at the time of call due to an ongoing procedure. Customer was going to locate a force triad generator. The procedure was completing as planned with no reported injury.